Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the patient with this pacemaker had experienced a three-day history of dizziness with pre-syncope and was seen in the emergency room. A 12-lead ECG was performed and it was alleged that there was an increase in high capture threshold and loss of capture in the right ventricular (rv) channel. An x-ray was performed and no abnormalities were found. This device was reprogrammed. No additional adverse patient effects were reported. This device and competitor rv lead remains in-service.